Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6), 2021 due to high blood glucose and infections. Customer blood glucose was 600 mg/dl at the time of incident. Customer was treated with insulin drip and manual injection for high blood glucose. Customer was using auto mode feature at the time of incident. The insulin pump will be returned for the analysis.